Manufacturer narrative:
The error code ¿00.a008¿ is posted if the rotation speed of the blower differs from the expected value. According to the logbook the concerned device was already in ventilation mode for more than 4 weeks. It failed during patient ventilation directly after it had posted "continuous paw low!!!" Alarm. The device internal monitoring of the blower rotation speed had observed the deviation and triggered the stop of ventilation with alarm as specified for this conditions. The breathing system was opened to atmosphere to allow spontaneous breathing of the patient. Possible originators of error code ¿00.a008¿ are the pcb elco and the motor blower. They were replaced during on site repair. The components were sent to the manufacturer for investigation. They were operated in carina bread boarding for more than 300 hours without problems. Furthermore this test-carina was switched off and re-started more than 50 times without any unacceptable turbine rotation speed. Further investigation revealed that the returned pcb elco showed a capacitor with electrolyte leaking. The pcb elco mainly consists of a bundle of 10 capacitors which are used to support stable voltage during high dynamic speed changes of the blower motor. Although the behavior was not reproducible, the pcb elco can have caused unsufficient voltage if high blower dynamic is required. The concerned carina is more than five years old and was in use for 26.000 hours. The failure rate of pcb elco is low, but a failure of one capacitor after this time cannot be excluded absolutely. Replacement of pcb elco most likely has solved the problem. Additional check of cabling of the device was recommended.

Event description:
(B)(4).

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device has stopped to ventilate the patient with alarm and error message "00.a008". The device has been replaced and there was no injury reported.